Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient's weight was documented. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor patient reported that they felt like they have been peeing a lot more so they turned their stimulation to 1.7 and then to 2.5 but still could not feel the stimulator and felt the urgency to pee a lot. Amplitude was increase to 3.1 and patient could feel stimulation. No further complications were noted or anticipated.